Manufacturer narrative:
The device history record for the reported lot number, 20062102, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The returned sample pump was received empty, it was filled to the nominal volume and infusion was verified in every setting, no leakages were observed anywhere on the pump. A non-avanos catheter was received, since the leakages were not confirmed on the pump the catheter was evaluated as potential cause for the leak reported by the customer. Saline was infused and the liquid leaked at the proximal connector, it was observed that the female luer portion of the assembly was not fully tightened down the collar, after hand tightening it infusion was performed again and no leakages were observed. The leakage reported by the customer was observed at the non-avanos catheter, therefore, the defect is not related with the manufacturing of the pump and is not confirmed. A root caused could not be determined. All information reasonably known as of 10-dec-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 20062102, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual device was returned and evaluated. One used pump with catheter was received. The pump was received empty, with the pinch clamp open. The fill port cap was attached. There was no cap on the distal luer. The select-a-flow (saf) was set to 8, with the black zip tie securing the front cover. The evaluation summary concluded that the returned avanos product (pump) distal end infused when selected rates were checked during infusion verification. When flow accuracy and pressure pot testing were performed on the documented saf settings, all tested rates met specification with a +/-20% tolerance. Root cause could not be determined. All information reasonably known as of 19-nov-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the pump infused the medication too quickly after the patient underwent a partial knee procedure on (B)(6) 2021, it was also reported that there was a small leak. The patient did not experience any symptoms as a result of this issue. On (B)(6) 2021 it was reported by the user that the patient did not experience any symptoms or adverse event due to the issue. It was also reported that the user was instructed by the on call physician to remove the pump and administer oral pain medication.